Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a refill procedure on 2014 (B)(6), the health care provider (hcp) aspirated 20 ml from the pump, which indicated the pump had not infused any medication since the last refill. The pump was refilled with 20 ml, and it was noted a few drops of fluid were observed when they withdrew the needle, and then the patient went home. After approximately two hours, the patient had overdose symptoms of vomiting and ¿no contact¿, and the patient was brought to the hospital. They aspirated the meditation from the reservoir, but aspirated only 10 ml. It was noted that it seemed as though there was 10 ml in the pocket, although this was not verified. The patient required hospitalization, and medical intervention of receiving oral baclofen. Explant of the pump was planned for 2014 (B)(6) or 2014 (B)(6). The pump was emptied and refilled with water or sodium chloride. The patient status at the time of the report was ¿alive no injury¿. The pump system was being used to deliver lioresal. It was further reported that the pump was explanted. It was noted that the pump appeared to have malfunctioned and may have caused an over infusion on 2014 (B)(6). The pump alarmed a ¿few days¿ prior, although the alarm date was set to 2014 (B)(6). The patient had an unrelated surgery on 2014 (B)(6) with a laparoscopy with 3 incisions; one over the umbilicus, one lateral to the pump and one below the pump position, and it was noted the operation was uncomplicated. As previously noted, during the refill procedure on 2014 (B)(6), 20 ml were aspirated from the pump, indicating the pump had ¿not functioned¿ in the preceding six months. The pump was filled with baclofen 20 ml with the concentration of 3 mg/ml. The dose was continued at 180 micrograms per day. Two hours later, the patient was unconscious and was transferred to the hospital (as previously reported). When 10 ml was removed from the reservoir, it was suspected that the pump might have infused 10 ml of baclofen intrathecally. It was noted that it could not be ruled out that the 10 ml of baclofen might have been injected subcutaneously. The patient had symptoms of overdose of baclofen, being unconscious, hypotonicity, and vomiting. The patient¿s respiratory function was not seriously impaired, nasal airway and CPAP mask treatment were provided, and the patient managed to wake up the next day. The pump was emptied on the evening 2014 (B)(6) and filled with isotonic saline at a minimal rate. When the pump was explanted, the catheter was also explanted, which was noted to be encrusted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# unk, explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient was treated with oral baclofen and was noted to be okay.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Analysis of the pump revealed that the pump reservoir had fluid present and the pump infusion rate was set to minimum. Pump logs were gathered and no anomalies noted. Dispense accuracy testing passed. Fill septum inspected, monitored and tested for leaks, no leaking seen. No anomalies found with pump performance. Additionally, pump photos revealed needle skids on the pump top shield at about the 9 o¿clock position at the fill septum; not an anomaly. Analysis of the unknown catheter revealed catheter/sutureless connector indent in the seal and occlusion related to complaint. Additionally, photos of the unknown catheter revealed a tear in the catheter at the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.